Event description:
It was reported by the surgeon that the device was used in 2003 for a hemorrhoidectomy. The device cut but did not fire staples properly leaving a large mucosal gap. It was reported by the surgeon attempt to repair primary however pt developed septic symptoms. In 2003 diverting colostomy performed by partner surgeon.